Manufacturer narrative:
H3: product analysis: visual and optical inspection revealed the mixer was returned used. Dried cement was on the paddle and in the mixing tube. . Unable to determine root cause of hardened cement at the time of mixing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a bkp procedure, for a compression fracture at t11. It was reported that the bone cement was mixed by an expander according to surgical technique. The cement didn¿t become soft at all even when it was mixed for 40 to 60 seconds, there was a suspicion and the status of the cement was checked. The cement was stirred continuously and the degree of kneading was high, but the status did not change. So the cement was discontinued from use in the patient. The cement was granular, lumpy and too viscous. It was never implanted. There was a delay in overall procedure time of less than60 min. The procedure was performed successfully by using a new product. There were no patient symptoms reported. The mixer will be returned and the products were replaced. It was reported that when the cement was put in the mixer and stirred, mass was formed, and it looked like sherbet, so a new product was opened to cope with the problem. No abnormality was noted on the order of putting the powder and liquid into the mixer, or on the appearance. Eventually the cement in the mixer was solidified.